Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. A supply change was performed resolving the issue and subsequently, an occlusion alarm occurred. The customer changed the supplies to address the occlusions, resulting in multiple minimum notifications being received with multiple cartridges. Reportedly, the cartridges had been fill with 250 units of insulin. Customer's blood glucose level was 380 mg/dl. The customer reverted to manual injections for insulin therapy.